Event description:
A manufacturer representative (rep) reported that the patient had not charged their implantable neurostimulator (ins) in several weeks and it was off in overdischarge (od). To resolve the issue, the rep attempted battery interrogation, but was not able to due to the od battery. The issue was not resolved at the time of the report so a battery explant was planned for (B)(6) 2016. Follow-up has been conducted to determine the result of the ins explant, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain and complex reg pain syndrome type ii.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative later reported that the device could not be found at the hospital after it had gone through pathology, and was thought to have been discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.